Event description:
Remdesivir treatment under emergency use authorization (eua): remdesivir therapy was started for a (B)(6) yo covid positive patient on (B)(6) 2020. The loading dose was documented given at 2134. Next morning, it was noted that the IV bag hanging on the IV pump did not infuse. Possible IV pump malfunction is under investigation. A new bag was prepared and was started at 1207. FDA safety report ID# (B)(4).